Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): performance data collected from the device was analyzed. Analysis indicates a low telemetered battery voltage condition. On (B)(6) 2010, the telemetered battery voltage was 2.40 v, while the daily battery voltage trend measurement was 2.81 v. Ramware version 2. The device was returned and analyzed and the result showed high battery impedance.

Event description:
It was reported that there was a low telemetered battery reading. The device was removed and replaced due to possible premature battery depletion. No patient complications have been reported as a result of this event.